Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. This occurred after removing the minicap, during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg was observed. Leak, clear passage, and clamp function testing were performed, and a leak through a closed clamp was observed. The reported condition was verified. The cause of the leak was due to the broken occlude leg. The cause of the damaged occlude leg could not be determine, however potential cause of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.